Manufacturer narrative:
The product was returned as an optical cable only. There was no visible blood on the cable. An underwater leak test was unable to be performed due to the returned condition of the device. The device was unable to be placed on the cs300 due to the returned condition of the catheter. We are unable to confirm the reported problems because of the returned condition of the catheter. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure. There was no external kinking and restarting the fiber optic plug did not result in resumption of a waveform. The customer transduced the fluid lumen of the catheter which resulted in an adequate arterial waveform. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(6) med ctr. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure. There was no external kinking and restarting the fiber optic plug did not result in resumption of a waveform. The customer transduced the fluid lumen of the catheter which resulted in an adequate arterial waveform. There was no reported injury to the patient.